Event description:
It was reported the patient's blood glucose rose above 14 mmol/l (>252 mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the pcb assembly through the bottom housing and on the mechanism rail after opening the pod. Due to the corrosion inside the device, a leak test was performed and a tear was found in the unexposed portion of the soft cannula which resulted in an internal leak. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. This internal leak prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.